Event description:
Over past couple of months, the patient has had progressive shortness of breath. Patient was reoperated and one leaflet was blocked with either pannus or fibrin. The valve was removed, replaced and the patient recovered.

Manufacturer narrative:
Examination not completed as of reporting date. Cannot conclude investigation or report results until pathology exams are finished. Follow-up report wil be needed.